Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding event details and has requested the unit be returned, so that an extensive engineering investigation can be completed. If the device is returned and the investigation is complete, resmed will provide a follow-up report with additional information. (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset was allegedly involved in a fire. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed obtained additional information from the reporter regarding an investigation of the fire. It was determined from the fire investigation that the source of the fire was not from the device. Resmed has requested the unit be returned so that an extensive engineering investigation can be completed. If the device is returned and the investigation is complete, resmed will provide a follow-up report with additional information. There was no patient injury reported for this incident. (B)(4).